Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown and the pelvic pain had resolved. The reporter considered embedded device and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: embedded device, pelvic pain female". Amendment: the report was amended for the following reason: this case(B)(4) was delete from bayer data base due to duplicate of case(B)(4). All information were transferred. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in my uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown and the pelvic pain had resolved. The reporter considered embedded device and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: embedded device, pelvic pain female". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.